Event description:
Philips received a report that the patient experienced a burn on the thigh during knee scan. The patient complained of itching on his thigh, when the MRI staff first assessed the area there was no apparent injury and then by the end of the exam which was done on the spine a lesion had formed which shows a oval/circular fluid filled blister like area on the patients right medial lateral thigh (3 cm). It was reported that burn was superficial and the patient was assessed by the nurse and physician. A dressing was applied to the affected area. The reported injury meets the criteria for serious injury.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The reported injury, second degree burn, most likely occurred due to contact between the patient's skin and the coil cable. The coil cable was positioned beneath the patient's leg and no padding was used to prevent this contact. Contributing factors to this incident are as follows: 6 scans with high sar values (>2 w/kg at 3.21 w/kg) were executed. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The patient ventilation was on mid level. Level 5 is recommended for high sar scans, it supports the cool down mechanism. The patient was obese with the bmi (body mass index) of 37.35. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The total administered specific energy dose of 4.75 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. A sheet of blanket covered the patient which hindered the heat dissipation.